Event description:
Caller reported that during the load process, the pump was not allowing completion as it would stop and prompt them to return to actions, disrupting the cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer was advised to use a new cartridge and tubing, resolving the issue. The customer successfully resumed insulin and no further assistance was required.